Manufacturer narrative:
Concomitant medical product: product ID: 978b128, lot#: va2a7q2, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2a7q2, ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that stimulation initially will start feeling as a curling on the lower butt cheek, then as it increases it moves to the curling of the left toe and then to the patients manhood. Patient services did review that it's possible since patient had a completely new lead implanted during the final implant surgery, it may be in a lightly different location. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that what most likely caused or contributed to the stimulation initially starting as a curling feeling on the lower butt cheek, then moving to the curling of the left toe, and then to the patient's manhood was that they were trying to understand what constituted overstimulation and how to determine optimal use settings; they were having a greater degree of stimulation upon movement. When asked what steps were or would be taken to try to resolve the issue, they responded the issue or non issue was the patient was wanting more information about the newly installed unit and what later was determined to be a "mislocated probe." They wanted to explain the reason for contact. They were not getting the relief from the installed stimulator over the results of the trial unit, so they wanted clarification about levels of stimulation and amplitude setting versus mode or program changes. After discussion with a manufacturer representative, they had determined they were using the stimulator properly and had a good understanding of how the unit worked and how to operate it correctly. In early (B)(6) 2021, an x-ray proved the probe was not in "nerve bundle," so a revision surgery was required and a new probe was inserted on (B)(6) 2021. It was too early to tell, but the patient seemed to be getting some relief of symptoms. If it was similar to their first implant, it took 30-45 days for the trauma of the implant surgery and its impact to lessen. They had hope the new probe was properly placed and that they would receive the relief they had during the original trial. The patient later reported on (B)(6) 2021 that they had a revision done "about a month and half ago," where a second lead was implanted. They needed an MRI due to a hip fracture (no indication related to device/therapy). The patient inquired if their doctor could change the eligibility of MRI mode remotely. Information regarding how MRI mode is programmed was reviewed and they were redirected to their hcp to further discuss eligibility. They stated they had discussed MRI eligibility with their hcp and were told they would be full body eligible due to internal components of the ins.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2a7q2 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that what most likely caused or contributed to the stimulation initially starting as a curling feeling on the lower butt cheek, then moving to the curling of the left toe, and then to the patient's manhood was that they were trying to understand what constituted overstimulation and how to determine optimal use settings; they were having a greater degree of stimulation upon movement. When asked what steps were or would be taken to try to resolve the issue, they responded the issue or non issue was the patient was wanting more information about the newly installed unit and what later was determined to be a "mislocated probe." They wanted to explain the reason for contact. They were not getting the relief from the installed stimulator over the results of the trial unit, so they wanted clarification about levels of stimulation and amplitude setting versus mode or program changes. After discussion with a manufacturer representative, they had determined they were using the stimulator properly and had a good understanding of how the unit worked and how to operate it correctly. In early march of 2021, an x-ray proved the probe was not in "nerve bundle," so a revision surgery was required and a new probe was inserted on (B)(6) 2021. It was too early to tell, but the patient seemed to be getting some relief of symptoms. If it was similar to their first implant, it took 30-45 days for the trauma of the implant surgery and its impact to lessen. They had hope the new probe was properly placed and that they would receive the relief they had during the original trial. The patient later reported on 2021-may-17 that they had a revision done "about a month and half ago," where a second lead was implanted. They needed an MRI due to a hip fracture (no indication related to device/therapy). The patient inquired if their doctor could change the eligibility of MRI mode remotely. Information regarding how MRI mode is programmed was reviewed and they were redirected to their hcp to further discuss eligibility. They stated they had discussed MRI eligibility with their hcp and were told they would be full body eligible due to internal components of the ins. 2022-03-31 (B)(6) (con): additional information was received from the patient. The patient reported that he got the standard unit, and they installed the left side probe, and he wasn't getting all the relief they were expecting. They did an x-ray and while he was healing the probe pulled out somewhat. Their conclusions was they need to insert a new probe on the other side. Which on the trial that was the weaker of the two sides. During the test both sides. During the initial couple of months, he was on the left side. He had what he would call normal reaction to the stimulator unit. He turns on to amplitude of 1 when go to up to 2 and above would get a light butt taping. If increase past that would eventually feel the big toe curl, if went beyondthat he would start feeling a cramp probably in the bottom of his underside of thigh or underside of calf. He was told that was normal and adjust just below the butt tapping and got pretty good results other then a little bit of incontinence and urgency. The new implant he gets reasonable results not quit as good as on the left side. On left side usually on amplitude of 1 or maybe 2.5 at max. On the right-side start increase the amplitude around 5 or 6 will start to feel a cramping either underside of thigh or calf or shin a little bit. Maybe a little bit toe then eventually gets a little bit of butt taping but usually nothing at all. Would really like a direct answer what should he experience if the probe is properly implanted. Doesn't typically feel stim in the bicycle seat area. He feels a numbness in the rectum area. Therapy has helped the number two incontinence he had somewhat. Also makes going to the bathroom numb if it is really soft. Only time it is painful is if the prostate is upset a little. The first side thought was the proper side. Never get butt tapp ing on the right side it goes straight into a cramp and eventually the big toe. Left side seems reasonable implanted it was just not that all four conductors were in the nerve that it is supposed to be. When healing the leads were just too tight and as he was healing, he was moving and he would feel a horrible tarrying down by the battery. He had quite a bit of pain in the lumbar where the probe was. Now working on the right side if he switched back and forth during the trial he found if he switched back and forth every four hours not only did he cure all the pain symptoms from chronic prostatitis , chronic pelvic floor pain syndrome, but addressed all the incontinence and urgency at the same time. Fast forward a month and a half from implant. Doctor gave him several programs to try. Patient tried each one. Methodically wrote down amplitude, reactions, how well it worked or didn't work, if caused side effect wrote it down. Doctor did some kind of functional test where he exercised every way the stimulator could cause you to twitch. He had things like scrotum twitch. He didn't have a very specific thing the doctor was looking for. Maybe it was the scrotum twitch he was looking for. So they said they didn't think the probe was implanted properly. They asked him to go down and get an x-ray to find out. That weekend he fractured a hip. It took about three months for that pain to subside enough to tell if he was getting relief from this device. They took the x-ray and found out that the probe was not in all the way. It looks like two of the conductors are outside of the nerve bundle and the other two are. They did another surgery and installed a probe this time on the right side. After they programmed it and went home he never got the same butt tapping, toe curling, and muscle cramping that he did on the left side. Instead he would get muscle cramping, maybe toe cramping, and then maybe usually not any butt tapping at all. Get some relief on right side but doesn't think getting as much relief. He had two probes and one unit. They left both leads in. Patient thinks the new probe might be too deep. One day he had the stimulation off because had a hip replacement. The patient is in need of a MRI and wants to know how to use the device.